Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 12/30/2015, to report that the patient experienced a skin reaction at sensor site on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother reported that the patient's arm was red. Patient treats the affected area with cortisone cream, prescribed by her endocrinologist at a routine appointment on (B)(6) 2015. At the time of contact, patient's mother reported current condition of patient as "fine". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the patient inserted the sensor into the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap.